Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the descending artery. The ht balance middleweight universal ii guide wire was placed and the hydrophilic coating began to grab [have resistance] during advancement and removal; however, was removed as a single unit. Another pilot 50 guide wire was used to complete the procedure. There was a delay in the procedure; however, there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficulty advancing the guide wire include, but are not limited to, interaction with challenging anatomy, procedural contaminants, damage to the guide wire, or device support. Factors that may contribute to difficulty removing the guide wire with the catheter include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the catheter or guide wire. In this case, based on the information provided and because the device was not returned for analysis, a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.

Event description:
Subsequent to the initially filed report, the account stated that the resistance during removal was with the balloon dilatation catheter (bdc). No additional information was provided.